Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm and battery out limit alarm. The customer also reported that the button error alarm would cause the menu to be unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that they received the battery out limit after they removed and reinserted the battery. The customer stated that the buttons were pressed for a few minutes. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive esc and act buttons due to moisture damage keypad traces. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker.